Manufacturer narrative:
The tandem user guide states: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping from the infusion set tubing during the load fill tubing sequence. Reportedly, customer did use the proper air removal technique. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 143 mg/dl.